Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pacemaker check following a cardioversion, loss of ventricular capture was observed. A chest x-ray was performed and revealed dislodgement. The pacemaker was reprogrammed. The patient was stable before, during and after reprogramming. On (B)(6) 2019, the patient presented for a lead revision. Review of the chest x-ray revealed the ventricular and atrial leads were wrapped around the pacemaker. The atrial lead had no slack but was functioning normally. The physician believed it was caused by pocket manipulation at the pacemaker pocket site. The rv lead was repositioned, and the ra lead had more slack added. The patient was stable before, during, and after the procedure.